Event description:
On (B)(6) 2012, animas customer support received notification from internal sales that the patient's pump is out of warranty and is malfunctioning. The pump was reportedly "very worn down" and the patient is reportedly having "wide fluctuations." There were no reported blood glucose (bg) values and no reported signs or symptoms of bg issues. Customer support attempted to follow up and was able to reach a family member, however, the family member was unable to talk at the time and was asked to call back at a better time. No additional information has been received. Customer support has attempted follow-up multiple times with no success. There is currently no indication of an adverse event. This complaint is being reported due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
(B)(4): no defect was found with the pump. Daily insulin delivery totals from (B)(6) 2012 to end of pump use on (B)(6) 2012 were reviewed and correctly reflect the programmed basal rates. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.